Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without any missing components. The device had been partially deployed and the foot was parked/fully retracted with slack in the link material noted. Both the anterior and posterior cuffs were loaded within the respective foot pocket and were undisturbed. There was no detected device handle assembly damage and blow through marks were not present, a result of no posterior cuff ejection from the foot. The plunger was completely free of the handle assembly and fully intact and undamaged with the posterior needle tip still affixed to the posterior needle shank and with the complete undamaged suture attached to the posterior needle tip. The device was tested for the ejection of the posterior needle tip from the posterior needle shank and needle trajectory, needle depth, and push mandrel travel and the results were acceptable. No manufacturing or quality issues were detected. Based on the investigation findings, the likely root cause for the condition of the returned device is incorrect technique. The investigation determined the plunger was withdrawn from the handle of the device before it was plunged or distally deployed. This would account for the intact condition of the posterior needle shank and tip with the suture still attached. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a double cuff miss occurred. The device was rewired and another proglide was used to achieved hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.